Manufacturer narrative:
The reason for this revision surgery was the result of the tibial poly insert failing to lock into the baseplate upon impaction. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The locking tab aspect inspection sheets were closely reviewed and all specifications and standards for this feature were met during manufacturing of the product. The root cause for the event was not reported. The scope of this investigation is limited without having the parts available for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery/instrument failure - the feet on front of poly did not seat correctly. Upon impaction the feet warped rendering unusable.